Event description:
It was reported by the customer that the pyxis medstation es system was stuck on the blue cfn admin screen. The customer had done a hard reboot but the issue persists, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the cfn login screen due to a software issue, causing a delay in dispensing medication to the patient. A field service engineer adjusted the application auto launch settings in the configuration window and rebooted the station, and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.